Event description:
The physician intended to deploy a 2.5 x 30 mm resolute integrity drug eluting stent to treat a mid lad lesion. It was reported that during an attempt to cross a calcified area, struts of the stent became lifted. The procedure was completed using a 3.0 x 38 mm resolute integrity stent. No patient complications reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcified lesion). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (calcified lesion). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).